Manufacturer narrative:
The cadd pump was returned for investigation. The customer's concern regarding under delivery by 17% was unable to be confirmed. The device was visually inspected and found to be in good condition. Delivery accuracy testing found the pumps average delivery error to be within the manufacturing specification and well within the published specification of +/-6%. The problem source is unknown.

Event description:
Information was received that the cadd pump has under delivery amount of 17%. No reported adverse effects.